Event description:
It was reported that detachment of the pinch clamps occurred on each extension lumen while hospital staff were performing routine patient assessments. The vascular access team was notified and subsequently replaced the detached clamps using additional clamps sourced from other devices. No patient injury, harm, or adverse health consequences were reported in association with this event. The patient's condition was described as "fine." No additional medical intervention was required beyond replacement of the affected pinch clamps.

Manufacturer narrative:
(B)(4).